Event description:
The hospital experienced a failure with the adapter, where the wire breaks or comes loose, and they are not able to get ECG's. The cables are used several times a month on an hp codemaster. A pt was not involved in this complaint. No pt injury.